Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, approximately three days after use of an unknown mynx vascular closure device (vcd) caller reported having some pain and a lump at the right femoral artery access site of the vcd. Patient underwent a diagnostic cardiac catherization. Reporter called cardiologist and underwent two ultrasounds in the emergency room (ER) on two different dates and was told there was no problem with the mynx and had no hematoma or pseudoaneurysm. Patient stated the brochure does mention you can develop a lump afterwards. Reporter is wondering how long the lump is going to stay in that area before it goes away and how the plug should feel in the artery. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, approximately three days after use of an unknown mynx vascular closure device (vcd) caller reported having some pain and a lump at the right femoral artery access site of the vcd. Patient underwent a diagnostic cardiac catherization. Reporter called cardiologist and underwent two ultrasounds in the emergency room (ER) on two different dates and was told there was no problem with the mynx and had no hematoma or pseudoaneurysm. Patient stated the brochure does mention you can develop a lump afterwards. Reporter is wondering how long the lump is going to stay in that area before it goes away and how the plug should feel in the artery. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿local reaction¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information provided it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.